Event description:
As reported, during a procedure, the capsure fixation device was used to fixate the ventralight st echo ps mesh. It was reported that few fasteners successfully fixated both the mesh and tissue. During 14th or 15th attempt the device failed to deploy. It was reported that despite counter pressure, some fasteners were only going through the mesh but not the tissue and were removed from the patient's body. The surgeon dry-fired the device and the fasteners came out however they did not have power. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failure to fixate into the tissue. During simulate use testing of the returned sample proud fasteners were deployed. Review of the returned sample is currently ongoing, as such no conclusions have been made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿ and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and or the device". Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failure to fixate into the tissue. During simulate use testing of the returned sample proud fasteners were deployed. Review of the returned sample is currently ongoing, as such no conclusions have been made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿ and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device". Addendum: this is an addendum to the initial MDR and is submitted to document the results of the sample evaluation. Based on the information available and sample evaluation, root cause could not be determined. The functional evaluation of the returned sample finds the device deployed proud fasteners during simulate use testing and failed to deploy fasteners during third firing attempt. Evaluation of internal components identified no missing or damaged components. The fastener length was found to be within specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. Updated fields: b4, e1 (initial reporter addr 2), g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure fixation device was used to fixate the ventralight st echo ps mesh. It was reported that few fasteners successfully fixated both the mesh and tissue. During 14th or 15th attempt the device failed to deploy. It was reported that despite counter pressure, some fasteners were only going through the mesh but not the tissue and were removed from the patient's body. The surgeon dry-fired the device and the fasteners came out however they did not have power. There was no patient injury.